Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose for no reason. The consumables were checked and were fine. The customer used another insulin pump but the same issues recurred. The caller blames the reservoirs for the high blood glucose; the reservoirs were sometimes difficult to fill. The patient's most recent blood glucose was 7.9 mmol/l. The reservoir was not returned for analysis and five replacement reservoirs were shipped to the customer.